Event description:
Emergency department personnel responded to a person described as in bradycardia. The pt was connected to the device as a preventative measure. According to the reporter, the operator could not adjust the pacing current above 0 ma. A backup external pacemaker was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.